Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
The tampon won't go in straight and I can't get it out- vagina [foreign body in reproductive tract]. The tampon won't go in straight [device physical property issue]. The tampon won't go in straight and I can't get it out [complication of device insertion]. Case narrative: consumer's partner reported that she can't get the tampon out. No serious injury was reported.